Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/10/2019. Device returned to manufacturer ¿ yes. Device evaluation: the product was received and visual inspection with the unaided eye shows that the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between 8/24/2017 and 3/14/2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had bilateral symfony toric implants in 2017. The patient then developed glare and just wants both lenses out. The doctor planned on putting in a standard toric lens but advised the patient that if there is any issue will go with a standard lens. The zxt150 symfony toric was removed from her left eye (os) on (B)(6) 2019. The new intraocular lens (iol) was a model zct225, +8.00. No vitrectomy or sutures and no post-op injuries. No other information was provided. This MDR report pertains to the left eye (os). A separate report will be submitted for the right eye (od).